Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c3kz, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient states that her stimulator has gone "haywire" and "it started shocking me everywhere" and on her hip bone. The patient states she would be in the same position for 3 hours and not feel anything and then all the sudden it would "kick in" and hit her tailbone. The patient states that when she stands up she feels a "little flutter" but when she went to lay down "it will hurt like I went to the devil" and she has to turn stimulation down . The patient states she can manually adjust stimulation sensation but this was not resolving the problems because she can turn stimulation down to a comfortable level and she can go for 2 or 3 days and all of the sudden it will just "start hurting bad" and "it can hurt anywhere". The patient states this happens randomly on all 4 programs but especially program 3 and 4. The patient states these symptoms started last week. The patient states someone at managing hcp's (healthcare provider) office thought that she might have "a faulty stimulator" and wanted the patient to try all 4 programs which the patient has done. The patient states she has to turn stimulation down so low that she was "leaking" and "pouring" urine. The patient states one time last night she felt a little flutter for a few seconds but she was still having to wear pads and was wetting her bed. The patient reports these symptoms started when she first decrease stimulation about 4 days ago. The patient states she has to either decrease stimulation so low or live in pain. The patient confirms she presently had stimulation on a low enough level that it was not causing her pain. The patient states managing hcp's office will not make an appointment with her until manufacturer representative gets involved and directed patient to contact manufacturer for assistance. Additional information received reports the caller reports a shocking or jolting sensation. The caller said that the patient has been feeling shocking and pain for the last 15 days. The patient said that she "can't walk or anything." The patient reported several other events that have already been recorded.